Manufacturer narrative:
Mml ref. # (B)(4). Other device explanted: model: 8145. Description: percutaneous stimulation lead. Serial number:(B)(6). UDI: (B)(4).

Event description:
It was reported that the patient had difficulties activating the device. The therapy manager troubleshot the issue with the patient and confirmed all electrodes of the left lead were out of range. This is a progression of the left-lead failure. The therapy manager reprogrammed the device to unilateral stimulation until revision surgery could be scheduled. The patient underwent revision surgery to replace the left lead. The right lead is functional, but the surgeon replaced both leads. During revision surgery, all four electrode of the left lead and 2 electrodes from the right lead could not be explanted and were left inside the patient at the surgeon's discretion. There was no report of patient harm or surgery due to this event. The device history record was reviewed, and no non-conformances were found that would have contributed to the lead failure.